Event description:
A healthcare facility reported on behalf of a healthcare facility in south korea that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Lot/batch information for the complaint devices. Device. 1: lot number: 2102106502, dom: (B)(6) 2022, UDI: (B)(4). Device 2: lot number: 2102119408, dom: (B)(6) 2022, UDI: (B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare. We will send a follow up report upon completion of our investigation.

Event description:
A healthcare facility reported on behalf of a healthcare facility in south korea that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 - lot/batch information for the complaint devices device 1: lot number: 2102106502, dom: 30 mar 2022, UDI: (B)(4). Device 2: lot number: 2102119408, dom: 04 apr 2022, UDI: (B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and leak tested. Results: visual inspection revealed no damage or defect with the returned breathing circuits. Leak testing revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.